Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 43mg/dl. Low bg cause was not known. Customer¿consumed candy to address bg. Clinical support confirmed in a review of control iq that the pump is functioning as intended.